Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 110 mg/dl (lot 102839), 62 mg/dl (lot 101906), and 178 mg/dl (lot 101906).